Event description:
It was initially reported that the patient experienced her pump moving, and it was due to her collagen disease. On further follow-up, the healthcare provider noted that the event was due to patient's "excessive tissue without viable strength to tack down devices". A revision was needed because the pump was flipping. A revision was to be done by another specialist. Patient experienced no symptoms. Pump contained morphine.

Manufacturer narrative:
Catheter: model: 8711, serial # (B)(4), implanted on: 2010 (B)(6), explanted on: unk.

Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information reported that the patient had multiple pumps and multiple surgeries because of the detachment issue. See manufacturer report # 3004209178-2010-05669 for the detachment issue with the previous pump. The pump referenced in this manufacturer report was replaced.